Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. No product is being returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The root cause of the customer's experience remains unknown. Without sufficient information, appropriate testing could not be determined to reproduce the failure of the incident. Previous incidents have indicated that a broken bag is typically indicative of extraneous force applied to the bag, a sharp or oversized specimen, or damage to the bag caused by other tools and devices. Without additional information, the events leading up to and the cause of the failure cannot be accurately determined. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic salpingo oophrectomy- "distal end of retrieval bag failed while surgeon was removing specimen from patient." Patient status- left the or in good condition."patient status: left the or in good condition.